Event description:
It was reported that during training or demonstration with the da vinci 5 system, the customer experienced error 23062, which could not be cleared at the time of the event. The customer was advised to perform a hard power cycle and indicated that a field engineer would address the issue at a later time. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included advising the customer to perform a hard power cycle of the surgeon side console (ssc) in response to the recurrence of error 23062, with no further action required by field service.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue pointing to the master tool manipulator (mtm) and replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and was placed on an in-house system where the mtm had 23062 errors. A review of the system logs confirmed the reported issue occurred in the field. The unit was installed on a test fixture to conduct fitness test and 1-hour sine cycle, where a 23062 error occurred during home manipulation, which replicated the error from the field. The error was pointing to an issue with the wrist yaw motor. Dafd trace logs were collected for wrist yaw however, due to unit faulting, trace logs were very abnormal. The manipulator controller master base driver (mcmbd) was replaced with a known good board and continued to throw errors. Ffc connections were observed and did not observed any loose connections. The slipring was then replaced, but the unit continued to error out ruling out the slipring. A known good yaw motor was connected externally and the unit was retested and the unit passed confirming the wrist yaw motor to be the source of the issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the issue is due to an issue with the wrist yaw motor in the mtm.